Event description:
Pt had to get a portal device implanted due to complications from crohn's disease and rheumatoid arthritis, she took the drug remicade so had to have the portal device implanted. As a result of the portal device she absorbs microwaves causing a burning sensation in her chest and sometimes feels hot flushed, dizzy & like she could faint. The product is an adulterated product because there is no shield to shield microwaves, it causes the pt to have microwave adulteration.